Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer initially reported that the device would no longer open during the procedure. The device was removed manually from tissue with no loss of or damage to tissue. Another device was used to complete the procedure w/o incident. There was no patient injury. The incident device was returned and a visual inspection revealed that the ski pin on the handle was missing.